Event description:
It was reported that the remote monitor was unable to complete the telemetry phase of the manual remote transmission. Troubleshooting steps were taken. The monitor has sent successful transmissions in the past. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.